Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a loss of both power sources. The patient was asymptomatic. The log files were sent for review and captured a brief pump stop that appeared to have resulted from a loss of power to the system controller. After reconnection, the pump ramped back up to normal speed and no further alarms were seen. Related manufacturer reference report: MFR # 2916596-2022-15777.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power loss issue resulting in a pump stop was confirmed via log file analysis. The log file captured a power loss event approximately 2 days prior to when the log file was retrieved. At day 31 hour 23 minute 51, a power cable disconnect alarm was captured indicating one power cable was disconnected. The following event captured the time/counter reset to day 0 hour 0 minute 0 indicating a loss of power to both power cables resulting in a pump stop. Power was restored and the system recovered to the fixed speed value of 8,400 rpm. The pump speed value matched the fixed speed value for the remainder of the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Patient handbook rev. D, operating manual rev. F (section 8), instructions for use rev. D (section 12.4) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under low voltage advisory and low voltage hazard alarms. Low voltage advisory alarm is a yellow battery symbol with 1 beep every 4 seconds. Low voltage is a red battery with continuous audio tone. Also, continuous audio tone, but no warning light and no green power symbol indicate the system controller is not receiving power. Under power cable disconnected. One of the power leads is disconnected. Check for loose power leads. If on pm power, check that power lead is not disconnected or damaged. Check that the system controller power lead is damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the cause of the loss of power was an operational error. There was no equipment exchanged.